Manufacturer narrative:
(B)(4). (B)(4). Information asked for, but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap bowel resection, the tip metal broke off the device. It is unknown what was used to complete the procedure. No adverse consequences reported.